Event description:
Caller reported an occlusion alarm that could not be verified in the pump history. Customer's blood glucose (bg) was 339 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.